Manufacturer narrative:
The reported event of oversensing could not be confirmed. Inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported a patient presented for a generator change due to normal elective replacement indicator (eri). While in office, the implantable cardioverter defibrillator (ICD) had post-paced t-wave oversensing (pptwos). No changes were reported. The patient was stable.